Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the doppler drawer chassis hinge for the cardiosave intra-aortic balloon pump (iabp) was observed to be damaged. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Additional point of contact - (B)(6), biomed, med engineering, (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the storage bins chassis and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.